Event description:
This is a spontaneous case report received from a nurse in united states on 06-apr-2016 which a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient was told not to rely on essure for birth control following two inconclusive confirmation tests. Patient relied on essure anyway and became pregnant. Follow-up received on 12-apr-2016: information received from health care professional states that patient is (B)(6) pregnant. Follow-up information received on 26-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Follow-up received on 23-may-2016: questionnaire for pregnancy under essure was received. Patients demographic data was provided. She is overweight. Information received from physician states that a (B)(6) female patient had essure, lot number a73751, placed on (B)(6) 2013. She was postpartum at the time of insertion (last delivery was on (B)(6) 2013). There were no abnormal uterine findings prior to insertion. No method of contraception was used before relying on essure. On (B)(6) 2013, hysterosalpingogram essure confirmation test was done and spillage of dye from the right tube was noted. No bilateral tubal occlusion was confirmed. On (B)(6) 2014, hsg was repeated and no spillage was noted but right insert appeared broken. On unspecified date, pregnancy was confirmed by nurse practitioner (the first day of her last menstrual period was (B)(6) 2016). According to health care professional, essure was not in place at the time of pregnancy diagnosis. Device was not removed. Patient plans to continue the pregnancy. There were no pathology results, signs of infection or inflammation. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant. According to follow up information, the first confirmation test showed dye spillage on the right side and on the second exam no spillage was observed in the right side, however, the right insert appeared broken (seen as device breakage suspicion). Pregnancy is listed in the reference safety information for essure while device breakage is unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to use alternate contraception before occlusion confirmation as reported for this patient. Although in this case, the suspected device breakage could have contributed to the lack of efficacy, the exact date and mechanism of this event were not informed. Thus, causal relationship between pregnancy and essure use cannot be excluded. In addition, due to nature of event per se, causality between suspected breakage and essure use cannot be excluded either. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Other non-serious events were informed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information and technical analysis (updated with lot number) have been requested.

Manufacturer narrative:
A quality-safety evaluation was received on 11-aug-2016. Lot: a73751 manufacturing date: 20 12/11 expiration date: 2015/11. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. It is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy and the reported medical events cannot be totally excluded. However, a lack of efficacy and the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported